Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in moderately tortuous anatomy. A 6.0mm x 100mm x 75cm athletis pta balloon dilatation catheter was advanced to the target lesion during the vascular access intervention therapy procedure; however, the balloon ruptured during the first inflation at 10 atmospheres for 15 seconds inflation time. After decompression, the device was removed from the body and completed the procedure with another of same device. There were no patient complications reported.

Manufacturer narrative:
Product code- lit, dqy.